Event description:
It was reported that on (B)(6) 2022, the patient underwent cataract surgery in the left eye (os) and the monofocal intraocular lens (iol) 17.5d was implanted. The iol was prepared with ophthalmic viscosurgical device (ovd) from another manufacturer. No surgical complications occurred. The following was performed a suture canalopasty, a suprachoroidal drainage, ologen implant (6mm). The patient was hospitalized. On february 8, 2022 the patient was examined and presented an intraocular pressure (iop) of 12 mmhg (-7 mmhg from the baseline). The uncorrected distance visual acuity (ucdva) was hand movement. The patient also presented conjuctival hyperemia/injection and dry eye/superficial punctate keratopathy/punctate epithelial erosion/tear film insufficiency; and cells in the anterior chamber. The patient also presented an iris base tear. On (B)(6) 2022, the patient was discharged. The hyphema resolved without sequelae. Through follow-up, we learned that the patient is fully recovered. No further information was provided.

Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Device evaluation: the intraocular lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.